Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use (eifu). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the target lesion was located in the mid left anterior descending artery (lad). A 3.0 x 18 mm xience xpedition stent was implanted in the lesion. A dissection was noted after the implantation of the xience xpedition stent. Multiple unspecified stents were attempted to cross to treat the dissection; however all failed to cross. Further dilatation was performed with an unspecified balloon; however no stents were able to cross. The dissection was left untreated. No adverse patient sequela was reported. No additional information was provided.